Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: age at time of event: 71 (units not specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak on the side of the cycler, where the cassette is placed inside the machine. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.